Manufacturer narrative:
7/17/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic cholecystectomy procedure, the instrument was discharging cautery from other than blade areas. The surgeon used another unit. No pt injury was reported.